Event description:
It was reported that following implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, air was observed in the ev lead sternal tunnel resulting in observed noise. The implant physician attempted a defibrillation threshold (dft) test at 30 joules (j) which was unsuccessful at terminating the induced rhythm, requiring external rescue. The patient was brought in the following day, and it was noted the air had resolved so dft testing was attempted. After difficulty inducing the patient, the 30j shock delivered was again unsuccessful at terminating the rhythm and required external rescue. The device pocket was then re-opened in a sterile fashion and the ev-ICD was moved slightly cranially, sub-muscularly, and posteriorly. Induction for dft testing was againperformed, and apparent ev lead undersensing occurred post-charge energy completion which ultimately aborted high-voltage therapy delivery which required additional external rescue to terminate the rhythm. A fourth induction was performed and a 30j shock was deliv ered which successfully terminated the induced rhythm. The patient was hospitalized for an additional night before being discharged, and the ev-ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.